Event description:
Procedure: gastric bypass. According to the reporter: some staples did not form properly. Tissue was cut. There was some bleeding and air leakage. Blood loss was reported as 30 cc. The staple line was over sewed. Surgery time was extended by more than 30 minutes.